Manufacturer narrative:
H6: investigation summary it was reported leakage was observed inside of the body of syringe. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for pressure water leak past the stopper per it21 and the sample passed. The photo provided shows a syringe with approximately 30ml of solution. The top part of the syringe barrel has droplets of solution. No other information could be obtained from the photo. A device history record review was completed for provided material number 309653, lot 2243360. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use leakage occurred. This occurred 91 times. There was no report of patient impact. The following information was provided by the initial reporter: a liquid leakage was observed inside of the body of syringe. The fluid that is occupied inside of the syringe is dextrose.